Event description:
It was reported the 355ld and dsg23 was used during a laparoscopic cholecystectomy. It was reported by the affiliate the end of the jaw bent, so jaw would not open/close. There no consequence to the pt.